Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt trunk cable was kinked causing the communicate error. The root cause for kinked cable was physical abuse. No adverse event resulted from the damaged belt.